Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a procedure performed on (B)(6), 2010. According to the complainant, after a sample was taken using the jabbing method, the needle would not retract fully into the sheath. The device was removed, and there was no damage to the scope. The procedure was completed with another excelon transbronchial aspiration needle. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual inspection of the returned excelon transbronchial aspiration needle found the device needle partially deployed with the outer sheath buckled/kinked at the distal end. Functional check found that the device handle fully deployed the needle but would not retract the needle into the sheath. The device produced both pressure and vacuum to force water through the sheath. No leakage was observed as water was expelled out of the sheath. The condition of the returned device was consistent with the reported event, "the needle was stuck out and would not retract". It is likely that the force applied to the device while attempting to advance the needle through the tissue to obtain a sample caused the sheath to kink. A kinked or clogged sheath would prevent the needle from retracting back into the sheath. The most probable root cause for this complaint is operational context. (B)(4).

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a procedure performed on (B)(6), 2010. According to the complainant, after a sample was taken using the jabbing method, the needle would not retract fully into the sheath. The device was removed, and there was no damage to the scope. The procedure was completed with another excelon transbronchial aspiration needle. There were no patient complications reported as a result of this event.